Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open, oozing irritation under her left breast. Multiple attempts to follow up on the status of the patient's irritation were unsuccessful. The patient's medical outcome is unknown.